Event description:
The pt reported blood glucose results of "90 mg/dl" with the lifescan meter and "129 mg/dl" on a lab device, performed within 20 minutes of each other. The pt also reported blood glucose results of "140 mg/dl" with the lifescan meter and "200 mg/dl" on a lab device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.